Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to severe asthma attack, high blood glucose and dka. The blood glucose reading was 570 mg/dl. Customer stated that she was taken steroids for her asthma and caused the high blood glucose. Nothing further was reported.